Manufacturer narrative:
Although an estimated volume is not available, the reported information indicates that the infant patient experience blood loss as a result of the event. The event description indicates that blood loss occured during the change out of the reservoir and oxygenator module. The estimated amount of blood loss was unable to be determined. The actual sample was returned and evaluated. Visual inspection confirmed the presence of thrombus on the lower parts of the venous and cardiotomy filters housed in the hard shell. The venous filter was disassembled and inspected; it was noted that there was no presence of thrombus on the inside surface nor on the defoaming material. The venous filter was inspected further using magnifying inspection and electron microscopy. The results confirmed blood cell components were adhered to the fibers. A review of the device history record revealed no product or manufacturing related anomalies, and a search of the complaint file did not find any other report with the involved product code and lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported finding blood coagulation/thrombus formations approximately 30 minutes after the extracorporeal blood circulation was started. Follow up communication with the user facility confirmed: (1) the coagulation/thrombus was found in the venous reservoir and filter, on the blood surface in the reservoir and on the cardiotomy reservoir filter; (2) both the reservoir and the oxygenator module were changed out with new ones; (3) the procedure was completed successfully; (4) the patient is reported as "doing ok"; and (5) the amount of blood loss is unknown.